Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; however, was stated as almost immediately post op. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported the tecnis toric monofocal intraocular lens (model zct300 +22.0 diopter) was explanted from patient¿s right eye because patient wanted multifocality. The doctor upgraded to a tecnis multifocal lens, a model zmb00, +22.0 diopter. Patient was doing well upon discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no similar complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.